Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and neoplasm malignant ('cancer') in a 45-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "failure to occlude (close) fallopian tube(s).". The patient's previously administered products included for an unreported indication: prenatal vitamins from 2012 to 2013. Concurrent conditions included ovarian cyst, adenomyosis and fibroids. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/abdominal aching"), pruritus ("itching"), swelling ("swelling"), migraine ("migraine"), vaginal discharge ("smell like rotten meat"), infection ("infection"), flatulence ("bad gas"), ulcer ("ulcer"), hot flush ("hot flashes"), headache ("headache") and stress ("stress") and was found to have neoplasm malignant (seriousness criterion medically significant), uterine neoplasm ("tumor"), teratoma ("teratoma"), uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("I've gained 40 pound"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and pruritus had resolved and the neoplasm malignant, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, uterine neoplasm, teratoma, uterine leiomyoma, swelling, migraine, vaginal discharge, weight increased, infection, flatulence, ulcer, hot flush and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, flatulence, headache, hot flush, infection, menorrhagia, migraine, neoplasm malignant, pelvic pain, pruritus, stress, swelling, teratoma, ulcer, uterine leiomyoma, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Batch no b60746, production date 2013-08-08, expiration date 2016-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neoplasm malignant ("cancer") in a 45-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "failure to occlude (close) fallopian tube(s).". The patient's previously administered products included for an unreported indication: prenatal vitamins from 2012 to 2013. Concurrent conditions included ovarian cyst, adenomyosis and fibroids. Concomitant products included prenatal vitamins from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), neoplasm ("tumor"), teratoma ("teratoma"), abdominal pain ("abdominal pain/abdominal aching"), pruritus ("itching") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and pruritus had resolved and the neoplasm malignant, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, neoplasm, teratoma and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, pruritus, teratoma, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and neoplasm malignant ('cancer') in a 45-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "failure to occlude (close) fallopian tube(s).". The patient's previously administered products included for an unreported indication: prenatal vitamins from 2012 to 2013. Concurrent conditions included ovarian cyst, adenomyosis and fibroids. Concomitant products included minerals nos;vitamins nos (prenatal vitamins) from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain/abdominal aching"), pruritus ("itching"), swelling ("swelling"), migraine ("migraine"), vaginal discharge ("smell like rotten meat"), infection ("infection"), flatulence ("bad gas"), ulcer ("ulcer"), hot flush ("hot flashes"), headache ("headache") and stress ("stress") and was found to have neoplasm malignant (seriousness criterion medically significant), uterine neoplasm ("tumor"), teratoma ("teratoma"), uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("I've gained 40 pound"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and pruritus had resolved and the neoplasm malignant, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, uterine neoplasm, teratoma, uterine leiomyoma, swelling, migraine, vaginal discharge, weight increased, infection, flatulence, ulcer, hot flush and headache outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, flatulence, headache, hot flush, infection, menorrhagia, migraine, neoplasm malignant, pelvic pain, pruritus, stress, swelling, teratoma, ulcer, uterine leiomyoma, uterine neoplasm, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jun-2020: fu 10 and 11 processed together. Social media received- new event swelling, migraine, smell like rotten meat, I've gained 40 pound, infection, bad gas, ulcer, hot flashes, headache and stress were added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neoplasm malignant ("cancer") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "failure to occlude (close) fallopian tube(s).". The patient's previously administered products included for an unreported indication: prenatal vitamins from 2012 to 2013. Concurrent conditions included ovarian cyst, adenomyosis and fibroids. Concomitant products included prenatal vitamins from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), neoplasm ("tumor"), teratoma ("teratoma"), abdominal pain ("abdominal pain/abdominal aching"), pruritus ("itching") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and pruritus had resolved and the neoplasm malignant, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, neoplasm, teratoma and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, pruritus, teratoma, uterine leiomyoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event fibroid was added. Concomitant drug added. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neoplasm malignant ("cancer") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "failure to occlude (close) fallopian tube(s).". The patient's previously administered products included for an unreported indication: prenatal vitamins from 2012 to 2013. Concurrent conditions included ovarian cyst, adenomyosis and fibroids. Concomitant products included prenatal vitamins from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), neoplasm ("tumor"), teratoma ("teratoma"), abdominal pain ("abdominal pain/abdominal aching"), pruritus ("itching") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and pruritus had resolved and the neoplasm malignant, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, neoplasm, teratoma and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, pruritus, teratoma, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neoplasm malignant ("cancer") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "failure to occlude (close) fallopian tube(s).". The patient's previously administered products included for an unreported indication: prenatal vitamins from 2012 to 2013. Concurrent conditions included ovarian cyst, adenomyosis and fibroids. Concomitant products included prenatal vitamins from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), neoplasm ("tumor"), teratoma ("teratoma"), abdominal pain ("abdominal pain/abdominal aching"), pruritus ("itching") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain and pruritus had resolved and the neoplasm malignant, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, neoplasm, teratoma and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, pruritus, teratoma, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neoplasm malignant ("cancer") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "failure to occlude (close) fallopian tube(s).". The patient's previously administered products included for an unreported indication: prenatal vitamins from 2012 to 2013. Concurrent conditions included ovarian cyst, adenomyosis and fibroids. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), neoplasm ("tumor"), teratoma ("teratoma"), neoplasm malignant (seriousness criterion medically significant), abdominal pain ("abdominal pain/abdominal aching") and pruritus ("itching"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain and pruritus had resolved and the vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, neoplasm, teratoma and neoplasm malignant outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, pruritus, teratoma and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and medical record received: reporter information, patient details, product information, were added and event severe physical injuries updated with events- abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type: nickel/ nickel allergy, dysmenorrhea (cramping), , tumor, teratoma , cancer, pain, failure to occlude (close) fallopian tube(s), abdominal pain/abdominal aching, itching, essure confirmation test(s) conducted, specify no. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and neoplasm malignant ("cancer") in a (B)(6) female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device ineffective "failure to occlude (close) fallopian tube(s).". The patient's previously administered products included for an unreported indication: prenatal vitamins from 2012 to 2013. Concurrent conditions included ovarian cyst, adenomyosis and fibroids. Concomitant products included prenatal vitamins from 2012 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("allergic or hypersensitivity reaction type: nickel/nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), neoplasm malignant (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), neoplasm ("tumor"), teratoma ("teratoma"), abdominal pain ("abdominal pain/abdominal aching"), pruritus ("itching") and uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and pruritus had resolved and the neoplasm malignant, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, neoplasm, teratoma and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, menorrhagia, neoplasm, neoplasm malignant, pelvic pain, pruritus, teratoma, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.